Manufacturer narrative:
As part of an anonymous survey, the customer reported that 4 patients experienced bedsores. 2 of them experienced critical harm, 1 experienced moderate harm, and 1 experienced minor harm. When asked about the situation details, the customer replied: more stay on the unit. As the customer responded anonymously to the survey, no contact details were provided, therefore, no follow-up could be performed, and no further detail such as occurrence date, eventual medical and/or surgical intervention, and patient outcome could not be obtained. There was no report of device malfunction. This evaluation will address patient 1, who was reported to have experienced critical harm. The compella¿ bariatric bed system is intended to provide patient support in health care environments and may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). It is capable of being used with a broad patient population as determined appropriate by the caregiver or institution and is intended for patients between 113 kg and 454 kg (250 lb. And 1000 lb.). The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the compella bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. In this case, it was reported that patient 1 experienced critical harm while on a compella bed, and the customer stated the event resulted in more stay on the unit, which suggests that the patient's hospitalization was extended. No additional information could be obtained as no customer details were available, however, based on the information provided that the patient experienced critical harm, it is reasonable to conclude that a serious injury occurred. Additionally, there was no report of device malfunction, and no device inspection could be performed, therefore, the exact cause of the reported event cannot be determined at this time. If any additional and relevant information is received the case will be re-assessed accordingly.

Event description:
As part of an anonymous survey, the customer reported that 4 patients experienced bedsores. 2 of them experienced critical harm, 1 experienced moderate harm, and 1 experienced minor harm. When asked about the situation details, the customer replied: more stay on the unit. As the customer responded anonymously to the survey, no contact details were provided, therefore, no follow-up could be performed, and no further detail such as occurrence date, eventual medical and/or surgical intervention, and patient outcome could not be obtained. There was no report of device malfunction. This evaluation will address patient 1, who was reported to have experienced critical harm. This report was filed in our complaint handling system as complaint # (B)(4).